Event description:
This procedure was performed in (B)(6). The procedure was pta and stenting of the external iliac via a right 6f crossover sheath. During deployment of protege stent, there was no resistance noted. After the stent was deployed, the tip of the delivery system was lost and lying in the profunda of the femoral artery. The tip was snared and removed from the patient. The lesion was not pre-dilated.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies to the reported event.